Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-11756. The patient had two 3286 leads from the same lot. It was reported the patient was receiving ineffective stimulation per receiving stimulation in unintended areas. It was determined the patient's leads had migrated. As a result, the patient decided to have the scs system explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.